Event description:
It was reported that the colonoscope had sparkling image defects, intermittent black screens, and no test pattern. The event occurred during a colonoscopy procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The event date is unknown. We will submit a supplemental report if further information becomes available. The device was returned to olympus for inspection, and the reported failure was not confirmed. The investigation did not identify a root cause or determine the most probable cause of the reported failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.